Event description:
Customer reported that the "ng" guide within the mask became disconnected causing major air leak. This occurred during the placement at the start of a case. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation. No further information is expected.